Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter lock. Therefore, the reported condition was confirmed. It was determined that this was due to worn locking components. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary hemilaminectomy surgical procedure on a canine, it was observed that the ¿knurl knob¿ was not easy to move on the motor device. According to the report, it was difficult to attach and remove attachment devices on the device. As a result, there was a two minute delay to the surgical procedure. The actual device was used to successfully complete the surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.